Event description:
Consumer reported when taking injection, the patient end broke off in his injection site. Stated, he was able to remove the needle stated, he does not re-use pen needles stated, he rotates injection sites but does not pinch up when taking injection. Did not seek medical intervention stated, this issue has occurred in the past with different boxes/lots, but this is his first time calling in to report it. Lot: 3059932. Catalog: 320109. Date of event: 2024-07-16. Samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.